Event description:
It was reported that during the reprocessing of a da vinci mega suturecut needle driver instrument, a cable was identified as sticking out. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found indentations at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable, if to recur could cause or contribute to an adverse event.